Event description:
It was reported that a patient in a clinical study underwent a kyphoplasty procedure at levels t6 and t7. Post procedure, the patient developed a new vertebral compression fracture at level t5, which was successfully treated with a kyphoplasty procedure in early 2008.

Manufacturer narrative:
Device not returned, follow up conversation with company representative and reporting physician. Results - no conclusion can be drawn.

Event description:
The treating physician communicated: "the new fracture at level t5 was related to an extravasation of the bone cement into the level t5/t6 disc space at the time of the level t6 balloon kyphoplasty".